Manufacturer narrative:
On 12-may-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that when inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the hemostatic valve was broken. The caller stated it was very tight when trying to insert the dilator into the sheath so they couldn't advance it all the way into the sheath. When the sheath was replaced, the issue resolved. Additional information indicated it looked like the white piece inside the clear hub broke into 2 pieces, but nothing appeared to detach. The scrub tech was never able to insert the dilator completely inside the sheath because it was too tight on the dilator. The customer¿s reported issue of sheath obstruction is not considered to be an MDR reportable issue since there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event is remote. This event is MDR reportable for the hemostatic valve separation.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that when inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the hemostatic valve was broken. The caller stated it was very tight when trying to insert the dilator into the sheath so they couldn't advance it all the way into the sheath. When the sheath was replaced, the issue resolved. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A dilator was inserted in order to verify if there was resistance. However, no resistance or obstruction was felt. Additionally, the customer provided a video of the reported complaint condition to aid in the investigation. According to the video, the hemostatic valve was dislodged in the hub and it could be related to the occlusion. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).